Event description:
The MFR received info alleging a "service required" alarm condition occured. There was no pt harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.